Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported when the rn began to peel away the sheath, part of the sheath broke off from the bottom portion of the sheath. The sheath was removed in its entirety from the patient and nothing was left behind. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of a peel-away sheath torn incorrectly was able to be confirmed by the photo. The customer also returned one peel-away sheath for evaluation. Signs of use were observed. Visual inspection of the peel-away sheath revealed that it was not torn along the score lines as intended. A segment of the peel-away sheath was completely separated. The separation points were stretched and jagged. Upon further inspection of the product bill of materials (bom), it was observed that the reported finished good does not contain the returned peel-away sheath, but rather a different, purchased peel-away sheath. It cannot be confirmed whether the customer returned the wrong device or whether the wrong finished good part number was reported. Functional inspection could not be accurately performed due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The customer report of a peel-away sheath torn incorrectly was confirmed through complaint investigation of the returned sample. Visual inspection revealed the sheath did not tear along the score lines; however, further inspection of the reported product bill of materials revealed the reported part number does not contain the returned sheath. Therefore, either the wrong device was returned, or the wrong part number was reported by the customer. A device history record review was performed on the reported sheath with no relevant findings. Based on the discrepancy between the reported finished good and the returned device, the probable root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported when the rn began to peel away the sheath, part of the sheath broke off from the bottom portion of the sheath. The sheath was removed in its entirety from the patient and nothing was left behind. The patient's condition is reported as fine.